Manufacturer narrative:
Continuation of d11: information references the main component of the system. Other relevant device(s) are: product ID :9735787 , serial/lot #:18190486, ubd: , UDI#: other relevant device(s) are: product ID: 9735881, lot number is updated to: 190814 h3) product analysis for was returned it was tested and noted that when connecting the returned ups to ac there was a popping noise and the unit did not power on. Unable to proceed with further testing. The reported issue of no power was confirmed. The analysis for the other concomitant product came back after testing, it was noted that there was no failure found. H6) is coded for both concomitant products returned for analysis 10,120 ,4307. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient was present at the time of the event. The representative went out to service the site, and the system would not power on. The representative witnessed a hardware failure. He replaced the fuses and the general failure was resolved. Other relevant device(s) are: product ID: 9735881, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported on friday, (B)(6) that when the site turned away, the system shut down and would not power back on even after a full weekend of charging. There was no patient present at the time of the event.